Event description:
It was reported that this right ventricular (rv) lead was fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that lead fracture was detected due to significant noise on the electrogram (egm) during dynamic movements by the patient during a device interrogation using a programmer. After identification, a lead revision was performed.